Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Claim letter alleges injury and elevated metal ion levels. Doi: (B)(6) 2009; dor: not revised; unk hip.

Manufacturer narrative:
Pc(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, claim letter alleges that the patient had two luxations and were reduced with narcosis. The patient then had a revision surgery on (B)(6) 2015 to address loosening of the acetabular component. Claim letter also alleges pain, ambulation difficulties and limited mobility. Doi: (B)(6), 2009; dor: (B)(6), 2015; right hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.